Event description:
Patient reported "wrinkling and deflation", later healthcare professional reported "deflation". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/july/2010. Clarification to b3 date of event: partial date july 2009 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed, one opening assessed as fold flaw opening. As per the investigation procedure, crease, stress marks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "wrinkling and deflation", later healthcare professional reported "deflation". This record is for the right side. The device was explanted and replaced.